Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components of a cvc kit, including one arrow raulerson syringe (ars), introducer needle, and guidewire assembly. No definite signs of use were observed on the components. Visual examination of the ars and the needle did not reveal any obvious defects or anomalies. The tip of the syringe was compared to a lab inventory ars and no differences were noted. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso 80369-7. A device history record review was performed, and no relevant findings were identified. The complaint of syringe/needle connection not secure was able to be confirmed by a complaint investigation of the returned sample. No issues were found with the dimensions of the returned ars and introducer needle. Based on the sample returned, this issue falls within the scope of a previously opened CAPA. The CAPA is in the investigation phase and the root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported during the procedure "needle does not stay on the needle". The physician opened a new kit to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported during the procedure "needle does not stay on the needle". The physician opened a new kit to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).